Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, creating a short inside the dn. The cause of the gong alarms is the short. The cause of the short is the pulled cable. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.